Manufacturer narrative:
H6 health effect - impact code 1802 missing from manufacturer device report 1220648-2024-23485.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, the patient had a run of ventricular tachycardia (vt) when trying to sit up. Bedside echocardiography showed the impella clear from any structures and in the proper position but a little bit shallow. Vt resolved after lying the patient back down in bed. About three weeks later, the patient begn to acutely decompensate. The patient went in to vt arrest and cardiopulmonary resuscitation was started. The patient did not achieve return of spontaneous circulation and eventually passed away.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.